Manufacturer narrative:
(B)(4). Instructions for use warnings section states, special care should be taken to ensure that the appropriate size endoprosthesis, compatible sheath and guidewire are selected prior to introduction. Native vessel dimensions must be accurately measured, not estimated.

Event description:
A patient presented with a chronic total occlusion in the iliac artery. The intended treatment site was pre-dilated. During the procedure, the guidewire went into subintimal layer of vessel. An outback re-entry device was used to get the wire back into the vessel lumen. Pre-dilation was performed, but the gore viabahn endoprosthesis and command guidewire had to be pushed to the intended treatment site. Deployment was initiated on the gore viabahn endoprosthesis. The gore viabahn endoprosthesis partially expanded about half way from the distal end. The delivery catheter could not be removed due to the partial expansion. The patient was transferred to surgery. The gore viabahn endoprosthesis was removed from the patient. A femoro-femoral bypass procedure was performed with good results. As reported, the physician attributed the partial deployment of the endoprosthesis to the tight lesion of the patient's vessel. The rest of gore viabahn endoprosthesis deployed properly once it was removed from the patient's body.